Event description:
The manufacturer received information alleging a ventilator "service required" alarm condition occurred related to a low oxygen flow. There was no harm or injury reported. The ventilator was returned to the manufacturer's service center for evaluation and the customer's complaint was confirmed. During evaluation, the device failed a step during testing. The device's oxygen blending module board was replaced to address the issues.